Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4) implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
The patient had an MRI on (B)(6) 2014. The pump motor stalled during the MRI with a tube set message 48 hours later on (B)(6) 2014. The patient did not have the pump checked after the MRI. On (B)(6) 2014, the pump was interrogated and showed the motor stall with no recovery. The pump motor stall recovery message logged when the pump was interrogated on (B)(6) 2014. There were no other motor stalls or motor stall recoveries in the logs. The patient was asymptomatic. There was no audible pump alarm. The patient was doing fine and receiving effective therapy. The device system was delivering sufentanil and prialt.